Event description:
A malfunction alarm was reported, specifically malfunction code 16, which recurred even after an attempted reset. There was no reported adverse impact to the customer's blood glucose level as it did not exceed a notable threshold. Upon failing to resolve the issue through resetting, customer technical support (cts) provided pump reset information, assisted the caller with the process, and ultimately decided to replace the pump. The customer was informed about the replacement and planned to use multiple daily injections as a backup therapy to maintain insulin delivery. Cts confirmed the pump's warranty status, the serial number, and the customer's shipping address. They also provided instructions for storing the device for transport and arranged for the problematic pump to be returned within ten days using a pre-paid label and return box.